Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was unable to be confirmed for excessive no delivery alarms due to the prime anomaly. The pump also had a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery during the manual prime process followed by a motor error. The patient's blood glucose at the time of incident was 221 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap appeared normal. The pump was also rewound successfully. Troubleshooting also occurred for the no delivery alarm. The customer was unable to prime using the original set. The prime also failed when only the infusion set was changed. The prime process was finally successful when the reservoir was changed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.